Event description:
The customer experienced a low blood glucose event with a reported level of 50 mg/dl. Cause was not known. They managed the situation by consuming carbohydrates and suspending insulin intake, and no assistance from others was needed. Cts recommended that the customer consult a healthcare professional to determine potential factors affecting blood glucose levels.